Event description:
The device was used during a procedure on an artery. Reportedly, the suture broke and bleeding occurred. The surgeon performed a re-operation and applied another suture to complete the procedure. The hospital has reported the patient's condition is satisfactory.